Event description:
Trauma pt involved in a motor vehicle accident was being transported by helicopter when the zoll monitor read "EKG lead off" even though leads were in place. This occurred during the time the pt was intubated and in a code situation. The pt was declared dead on arrival due to brain herniation and internal injuries. It was subsequently determined that 1) the cable was defective and 2) the zoll had a sticky substance around the input connector.